Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient reported the cgm displayed that their bg value was 52mg/dl. When they got home, they drank a glass of orange juice and ate an apple with peanut butter. After they ate, they performed a finger stick that was reading 91mg/dl. No additional event or patient information is available.